Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 301940 , lot 1803215, to investigate for this record. Visual examination of the photo provided identifies the yellowed part of the blister as burnt film produced during the sealing process. As a result, bd was able to verify the reported issue. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that before use of the bd syringe¿ with needle the blister pack was decolored causing concern on quality of the product. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: when the user opened the medium package of the syringe in the delivery room, he found that the packaging of the single syringe on the upper two layers was yellow, questioning the quality of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe¿ with needle the blister pack was decolored causing concern on quality of the product. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when the user opened the medium package of the syringe in the delivery room, he found that the packaging of the single syringe on the upper two layers was yellow, questioning the quality of the product.